Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone on the top cover and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the electrode ground ring and along the small tube near the array. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the broken wires near the electrode ground ring and near the array were found to be tensile breaks of electrodes. The scanning electron microscopy analysis of the array found excessive parylene coating on electrode wires within their associated contact pads. The photographic imaging inspection and scanning electron microscopy analysis revealed electrode wires were broken near the electrode ground ring and along the small tube near the array. In addition, excessive parylene coating was found on wires within their associated contact pads, which is believed to have contributed to the open impedances measured at the clinic. Advanced bionics will continue to monitor for failure modes of this type. The dry impedance test failure is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues, despite device testing being within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.